Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized due to cardiac arrest and an intravascular temperature management was needed. A 24-hours after the insertion of the icy catheter, blood was noted inside the start-up kit (suk) and saline bag. No error message were displayed on the console. The catheter and suk were replaced to continue with therapy. No patient consequences reported.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A bond leak was found at the distal balloon. Visual examination found no physical damage to the catheter. All other lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.